Manufacturer narrative:
H10: internal complaint reference: (B)(4). H11:this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a bilateral tha surgery performed on (B)(6) 2012, the plaintiff experienced pain and spontaneous dislocations. His hips were seen and evaluated on an outpatient basis and found to have radiographic and clinical findings consistent with metalosis/trunionosis due to modular component. A left revision surgery was performed on (B)(6) 2025, in which the surgeon found a well fixed femoral component with anterior bone loss preoperatively. Also a large fibrotic tissue throughout. There was a large quantity of fluid of the hip joint. The surgeon removed the femoral head component and then performed additional debridement within the hip. The stem was also explanted, there was significant sclerotic bone circumferentially around bone distally along with anterior bone loss, there was a fracture line noted laterally. The liner was also explanted and replaced the dual mobility, which seated appropriately and locked into place. The current health status of the patient is unknown.

Manufacturer narrative:
Internal complaint reference: (B)(4). Section h6 (health effect - clinical code) was corrected. Sections h6 and h11 were updated with the investigation results. Results of investigation: the devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the revision operative findings of large quantity of fluid and fibrotic tissue of the hip joint are consistent with the noted joint effusion and synovitis; however, a clinical root cause cannot be confirmed. The operative report stated postoperative diagnosis of metallosis but did not describe specific findings to confirm. The proximal femoral fracture was noted as a complication of the procedure and there was no causal relationship between the fracture and the implant. A review of the production orders did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar event for the listed part numbers over the previous 12 months, but no similar events for the batches based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. For the stem, a review of complaint history based on the historical data revealed a similar event for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for total hip systems revealed in adverse events in primary and revision surgery section that although rare, metal sensitivity reactions and/or allergic reactions to foreign materials have been reported in patients following joint replacement, which have required device removal. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A review concluded that a similar event was identified. The following actions were taken: the occurrence rating was updated, the risk management plans were reviewed and updated, an improved in vitro fretting testing was stablished, the applicable surgical techniques were reviewed to include the instruction to "cleaning and drying before the impaction". For the stem, the containment action includes a material level hold which prevented distribution of product. Smf and redapt stems were both obsoleted in the system. For the neck, the modular necks were made available to revising surgeons when requested and the defined criteria is met. It was determined that the benefits of using a recalled modular neck during a hip revision surgery to replace an implanted modular neck on a redapt modular stem that is remaining implanted outweigh the risks of not using a recalled modular neck. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include irregular implant interaction, wear, abnormal motion over time or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.